Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion test or any further testing due to the prime anomaly.

Event description:
The customer stated that she was hospitalized due to high blood glucose levels. The blood glucose reading at the time of hospitalization was not reported. The customer stated that she went to sleep and when she woke up her blood glucose was very high so she went to the hospital. Troubleshooting was performed. The programming and histories on the insulin pump were accurate. The insulin pump passed the prime test. The high pressure test was performed twice and the insulin pump failed both times. The customer also stated that she had difficulties priming the insulin pump during her last set change prior to the event. Nothing further was reported.